Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose and hospitalization. Customer was admitted into the emergency room a year and a half ago as a result of high blood glucose. Customer declined to speak to the 24 hour helpline.